Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26oct2020.

Event description:
The customer reported a noise occurred in operation. The unit was not in use, and there was no patient or user harm reported.

Manufacturer narrative:
G4: 14oct2020. B4: 03nov2020. The field service engineer (fse) confirmed the issue. The fse identified the outlet port was resonating with vibration, which was causing the reported issue. The fse replaced the dampening ring attached to the boot connecting blower and outlet port to resolve the issue. Following the repair, the device passed all testing and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.